Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from february 2006 and october 2011. The product remains implanted; therefore, a physical analysis could not be performed. The device history record (DHR) could not be reviewed because the lot number remains unknown; however, the device is believed to have met specifications when released because the device was successfully placed with no reported device malfunction. Because the reported hemorrhage and stroke are known physiological effects of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned.

Event description:
It was reported in the journal of neurointerventional surgery a case where a patient suffered a minor ipsilateral hemorrhage due to hyperperfusion (modified rankin scale 3) with CT (computed tomography) evidence of significant improvement in cerebral perfusion and a small amount of intraventricular bleeding. The patient also had a stroke, and made a good recovery. No additional information is available.